Event description:
The procedure took place on 6/13/2005. Procedure was aborted, by the doctor, prior to any rf delivery, due to the information obtained from the intracardial echocardiogram (ice catheter). It was discovered a day after the procedure that the patient had a pericardial effusion, requiring a pericardial centesis. The doctor surmised the pericardial effusion was due to the stiffness of the st. Jude agilis sheath, and unrelated to the ablation catheter as mentioned above, there was no ablation attempted.